Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis a week ago. The patient was told it's internal so it's not from what the patient is doing just how the body is reacting. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment course, causality, organism) have thus far proven unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information obtained during follow-up precluded a more comprehensive investigation. However, when the event was reported, there was no mention/indication a fresenius device(s) and/or product(s) was involved. It is well established those individuals¿ undergoing pd for rrt are at high risk for infections of the peritoneum. Based on the limited information available, there is no allegation and/or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler at home, as a replacement cycler has not been requested. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis a week ago. The patient was told it's internal so it's not from what the patient is doing just how the body is reacting. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment course, causality, organism) have thus far proven unsuccessful.